Event description:
Customer reported that the insulin pump's act button was no longer responding. Customer did not recall any significant events leading up to the error. Blood glucose level was 150 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. The insulin pump past the displacement test. The insulin pump has cracked case near lcd window corners, cracked lcd window, minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.